Event description:
N/a.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) has keyboard issue. There was no patient involved.

Manufacturer narrative:
Additional point of contact - name: (B)(6). A getinge field service engineer (fse) inspected the unit and noticed that the keyboard problem came from the cable. He changed the cable and test the keyboard. Functional device according to manufacturer recommendations.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) has keyboard issue. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) has keyboard issue.